Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n166868, implanted: (B)(6) 2008, product type: accessory. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The patient reported there was an overdischarge. The reason this occurred was that the pain was better and he didn't want to charge. No diagnostics were performed. A physician mode recharge (pmr) was initiated and the patient was to continue recharging at home until the battery was full. The manufacturing representative (rep) was going to meet with the patient next week to see how the stimulation was affecting his pain. No surgical interventions occurred or were planned. However, the patient may decide to get newer battery in the future. Upon follow-up, the patient was able to recharge but was unable to receive therapy due to an end of service (eos) message. No stimulation was reported. If additional information becomes available, a follow-up report will be submitted.